Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not cut and was difficult to remove. The surgeon manually cut the tissue and sutured to complete the procedure. The hosp has reported no pt injury occurred.